Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was functional and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that there was debris in the coupling shaft which caused the device to fail the cannulation test. It was determined that this malfunction was due to improper or inadequate cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery drive device no longer worked and had a possible motor issue. It was reported that the issue was not in relation to surgery. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.